Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that prior to surgery the unit that was not powering on from wall power. Melting of power inlet module was detected. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp- (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined, that the power inlet module was melted. The power inlet module was replaced. And resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.